Event description:
Dealer stated that the right side hanger pin for the front riggings on a tdxsi-hd power chair is broken and the left side pin is bent. Dealer stated that the end user continued to drive the chair, ran into a curb and broke his right foot. Dealer noticed user was in a cast when he went to evaluate the chair.